Manufacturer narrative:
Correction-section b5: the right atrial (ra) lead was successfully implanted in the patient's body.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited helix damage and helix mechanism issue where the helix retracts automatically. The physician attempted several times, and the ra lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited helix damage and helix mechanism issue where the helix retracts automatically. The physician attempted several times but was unsuccessful. The ra lead was not used, and the patient was in stable condition.